Event description:
The account generated discrepant architect ca125 results on a patient specimen. The account discussed nonspecific reactions with the physician and reported both elevated and normal results outside of the laboratory. No specific patient information was provided. No impact to patient management was reported. Data provided: no units of measurement provided. Lot 86570m500, architect ca125 = 120, 150 (diluted). Lot 85749m500, architect ca125 = 20, 20 (diluted). Lot 86571m500, architect ca125 = 90. (B)(6).

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant medical products: architect list 3m74-01, serial (B)(4). An investigation is in process.

Manufacturer narrative:
(B)(4) - evaluation - complaint review and tracking/trending. To investigate the customer concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, the investigation team did not see an increase in the number of complaints related to discrepant results while using the architect ca 125 ii assay. To investigate the customer issue, the investigation team tested three levels of an internal ca 125 panel using the same reagent lots, 86570m500, 85749m500 and 86571m500, and other approved testing materials stored and maintained in abbott's facility. The panels are made from defibrinated human plasma and each level is targeted to a known ca 125 concentration. The investigation team utilized them as representative of patient specimens. The testing generated results for all three panels within specifications. The results demonstrate that the assay can accurately detect known concentrations of ca 125. Based on the investigation conducted, the architect ca 125 ii assay is performing as intended.